Event description:
The customer reported a chip at the tip where the ultrasound material during reprocessing involving an olympus ultrasonic gastrovideoscope. There was no patient involvement reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.